Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. The dhrs (device history report) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported the adc freestyle libre sensor detached on day 2 of wear duet o exposure to moisture. On (B)(6) 2019, as a result of the customer not being able to monitor their blood glucose, they experienced weakness and was treated with cola and banana by a non-hcp. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre sensor detached on day 2 of wear duet o exposure to moisture. On (B)(6) 2019, as a result of the customer not being able to monitor their blood glucose, they experienced weakness and was treated with cola and banana by a non-hcp. There was no report of death or permanent injury associated with this event.